Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g3, g6, h10. While checking the documents it was found that the winterthur wagner stem ref# 01.00561.314, lot# 2936141 was implanted during the revision surgery performed on (B)(6) 2020. The stem implanted on (B)(6) 2020 that was involved in the reported event is a press-fit femoral stem from zimmer biomet warsaw, already covered in split-case (B)(4) and reported with 0001822565-2021-03565. Please invalidate the case from your system. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
See h10.

Manufacturer narrative:
Medical product: femoral head sterile product do not resterilize 12/14 taper; catalog#: 00-8018-022-30; lot#: 63452825; unk-hip-unk-liner; catalog#: unknown; lot#: unknown; femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 9 100 mm stem length cementless; catalog#: 00-7864-009-00; lot#: 63456639. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that there was a revision due to dislocation and loosening.